Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, nasal congestion, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found minor stains and contamination on exterior of device, unknown contamination around the seal area of the heater plate, unknown contamination on exterior of dry box, unknown contamination inside the flip lip seal, evidence of liquid ingress on blower. The device's downloaded event log was reviewed by the manufacturer and found error code e-53. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contamination interior of humidifier chamber, contamination in the interior of the humidifier bottom plate. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed contaminant and evidence of liquid ingress in the device. Humidifier dsxhcp sn- (B)(4).